Event description:
A caller reported experiencing intermittent occlusion alarms. Reportedly, the customer has been using the trusteel infusion set for 2-3 days. Tandem technical support educated the customer that the trusteel infusion set is approved for 2 day use and beyond that is considered off label. The customer change the pump supplies and resumed insulin delivery to address the issues.